Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that preventive maintenance failed due to a chiller circuit failure on the arctic sun device. The chiller temperature (t4) did not fall, it was determined to a chiller unit issue. During initial test, it was observed that the device was overfilled, and level sensor did not perform properly. Depot repair was required. Per follow up information received via email on (B)(6) 2022, preventive maintenance was not possible to perform according to a chiller circuit issue. The chiller temperature (t4) did not fall, it was determined to a chiller unit issue. During initial test, it was observed that the device was overfilled, and level sensor did not perform properly. The depot repair was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that preventive maintenance failed due to a chiller circuit failure on the arctic sun device. The chiller temperature (t4) did not fall, it was determined to a chiller unit issue. During initial test, it was observed that the device was overfilled, and level sensor did not perform properly. Depot repair was required. Per follow up information received via email on 31-oct-2022, preventive maintenance was not possible to perform according to a chiller circuit issue. The chiller temperature (t4) did not fall, it was determined to a chiller unit issue. During initial test, it was observed that the device was overfilled, and level sensor did not perform properly. The depot repair was required.